Manufacturer narrative:
Per a good faith effort (gfe) response received, the biomedical engineer (bme) calibrated the touchscreen, but the issue remained. The bme therefore ordered and installed the replacement touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the bottom half of the touchscreen was not responding to touch. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the bottom half of the touchscreen was not responding to touch. The remote service engineer (rse) provided the customer with the part number and price of the replacement touchscreen for repair.